Event description:
It was reported, that during a routine device change out procedure. When the right atrial (ra) lead was connected to the implantable cardioverter defibrillator (ICD). Impedances were noted, to be high out of range (poor) measuring greater than 2500 ohms. When the ra lead was connected to the pacing system, analyzer (psa) impedances were within normal range. A visual inspection of the device was performed. And the header was intact and appeared normal. Additionally, the ra terminal pin was fully inserted with the set screw down and impedances were poor. Technical services discussed possible causes. Subsequently, the device was explanted, due to elective replacement indicator (eri). And the ra lead was revised. No additional adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).